Event description:
Physician reported folded right prosthesis. Later on, reported right side rupture observed at explant surgery. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as unidentified (tear) opening and missing piece of shell and patch assessed as inconclusive. (Shell thickness within specification). Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Physician reported folded right prosthesis. Later on, reported right side rupture observed at explant surgery. Device has been explanted and replaced with a non-allergan device.